Manufacturer narrative:
H10:the suspect device was received for evaluation.the service technician was unable to verify the reported issue. The unit was hooked up to a vt plus hf flow analyzer to monitor the tidal volume and breath rate. No inaccurate readings were logged. The vent passed 122 hours of extended test at customer's settings without any unusual alarm or error condition. The unit also passed the initial final test using automated testing fixture which test the total functionality of the ventilator and the initial alarm volume test with no restriction. The vent will be processed through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that tidal volume reading is 200ml higher than what is set during patient use on the revel ventilator. The customer reported there was no patient harm associated with the reported event.